Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Electrical discontinuity was indicated. (B)(4).

Event description:
It was reported that prior to implantable cardioverter defibrillator (ICD) implant, several attempts of interrogation with wireless telemetry were made without success, the programmer displayed the same message: "interrogate -unsuccessful; no telemetry with device", without green bars in the top left of wireless telemetry sign. The ICD was moved away from the programmer, turned off and on the programmer and disconnect and reconnect the rf head from the programmer, still no success. However, after a successful interrogation of another device, the box "allow wireless telemetry" was deselected in the programmer and the device session ran without problems. The ICD was exchanged for a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon secondary review it was determined that at the time of the event, an alternative route of telemetry was active and functional suggesting that communication with the device was still possible and the device was still able to perform its essential function.